Event description:
It was reported that pump experienced malfunction alarm with code displayed as malf 0, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Caller contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction code occurred again.